Event description:
Pt reported obtaining back-to-back blood glucose results of hi and 189 mg/dl. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Qc testing was performed and in range on the system. Technical support requested the return of the suspect product and replacement product was shipped. The advantage system: meter. Comfort curve strip lot 549424 with expiration date 01/31/2008.

Manufacturer narrative:
Their suspect product is the comfort curve strip.